Manufacturer narrative:
(B)(4). The reported driver was neither returned or identified. Visual inspection of the product could not be performed. Functional testing was performed for the associated implant osseotite® tapered certain® implant 4 x 10mm (B)(4) and it was determined the implant assembles, retains, and disengages as normal with a mating driver. The customer has not provided additional pictures or x-ray images of the product. Review of appropriate documentation: documents reviewed: zbinstsm rev a 06/19; mountless delivery protocol. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complainant reported that the implant disengaged from driver when placing it in the patient's mouth and fell into the patient's mouth and then to the floor. No patient impact. Another implant was placed during the same surgery. The reported complaint could not be confirmed as no product was returned and functionality of the reported driver could not be verified with the information provided. There is no existing nonconformance/CAPA/hhe/d/ie/product holds against the implant that did or could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specification and likely conforming when it left zimmer biomet. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that unknown driver disengaged the implant during placement. Implant fell to the floor. No impact to the patient was reported. Tooth location 30.